Event description:
Complainant alleged that while attempting to pace a (B)(6), female patient the device was unable to capture the heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.